Manufacturer narrative:
Sent chief engineer for the product line and senior technical trainer to inspect the unit in the field. They found that the unit had been modified such that the door closed switch lever was bent, protruding out of the gate frame. Additionally, the gate latch plate was cocked on an upward angle and was found to be approximately three degree's out of level. The misalignment of the gate latch plate allowed the latch rod to travel just enough to engage the door lock switch, which allowed the door to be open when the platform was not at the upper landing gate. Only because these two issues occurred simultaneously, in addition to the user failing to look to see where the platform was located did any incident occur. The gate latch plate was fixed back to the level factory setting and the door closed switch lever was bent back to the factory setting. These fixes causing the gate to close completely after every use, as designed, and lock when the platform was not located at the upper level gate. The dealer's technicians were retrained on proper installation methodology especially leveling the platform gate to installation manual specifications

Event description:
Person opened gate at upper level of the unit and attempted to enter the platform, however the platform was away from the upper level landing (between upper and lower level) and person was injured falling to platform. Person was not using product in accordance with manufacturer guidelines and instructions.